Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. Without the device, a cause for the suture break could not be determined. A suture break can be influenced by many factors including, but not limited to, manufacturing, too much tension applied, or the suture was nicked. Whether these conditions played a role in the experienced event cannot be verified. To assure that all products perform according to specifications a sampling of sutures are tested under stress for diameter measurements before release to manufacturing. In addition, a sampling of finished devices is also tested to verify the functionality of the device. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed as the lot number was not reported and the product was not returned. Based on the information received with this event, there does not appear to be any indication of an issue with the quality of the product.

Event description:
It was reported that a technician, trained in the use of the perclose proglide, attempted arteriotomy closure of the mildly calcified common femoral artery after a diagnostic procedure. Reportedly, during knot advancement, the suture broke. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.